Manufacturer narrative:
The device was returned for analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were all tested, and no anomalies were found.

Event description:
It was reported that patient presented for generator revision due to pocket pain. The implantable cardioverter defibrillator was explanted and replaced. Patient condition was stable throughout.